Event description:
The customer reported the collimator coned down completely at the beginning of a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Replaced the fluoro functions board as a precaution. System operates as intended. (B) (4).